Manufacturer narrative:
A product investigation was performed. The investigation confirmed that the tips of cerclage-passer are deformed and that they are not flush anymore. Due to these damages the relevant dimensions cannot be verified anymore. Therefore, the manufacturing documents were reviewed and no complaint related issues were found. The device was manufactured in may 2011 and did pass the required function test back then. The visual inspection has shown that the cerclage-passer is in a very used condition, there are discolorations and stress marks all over the instrument, also there are strong marks of hammer blows at both tubes visible. This indicates that this device was often and very intense used during its life span, which speaks against a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of the deformation. A drop to the ground or inappropriate handling, which would explain the hammer marks, are possible causes. In general, we would like to mention the handling technique cable application is stated: precaution: to prevent damage do not apply too much force while inserting the cerclage passer. Deformation of the tubes can result in non-closure of the instrument when connecting the halves. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Telephone number unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: 06.may.2011. Nonconformance (ncr) was generated during production. This ncr documented use as is release with all required approvals. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the wire passers do not meet at the tip. The passing tube cannot be passed through them. To resolve the problem they used a standard wire passer. The surgery was prolonged about 10 minutes. There was no patient harm and the surgery was successfully completed. Concomitant reported part: 1x unknown passing tube. This is report 1 of 1 for (B)(4).